Event description:
It was reported that during a benign prostatic hyperplasia (bph) procedure, the metal tip detached inside the patient. The tip was removed with a flexible grasper. The fiber was exchanged, and the procedure was completed utilizing the second fiber. Patient outcome: "ok"; there was no patient injury reported due to the event.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the distal part of glass cap and metal cap is detached and not returned; the glass cap exhibit severe devitrification at output window; the outer flow tubing open end wall integrity was compromised and exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was further reported that prior to the issue was noted, the fiber tip was not moving when the handle was being rotated. The fiber was inspected and placed back inside the patient. The tip had broken off after 292,715 joules and 42:09 minutes of use. The fiber tip (cap) was cleaned during the procedure.